Manufacturer narrative:
Clinical study ide device, no UDI, expiration date, or manufacture date available.

Event description:
Patient diagnosed with bilateral implant rupture during revision surgery. Right side device.